Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: am j obstet gynecol mfm. 2024 sep;6(9):101431. Https//doi.org/10.1016/j.ajogmf.2024.101431. Epub 2024 jul 16. Pmid: 39019212.

Event description:
Title: barbed vs conventional sutures for cesarean uterine scar defects: a randomized clinical trial. This multicenter, parallel-group, randomized, controlled clinical trial compared clinical and ultrasonographic outcomes of uterine scar defects after c-section with barbed and conventional smooth thread sutures. Between may 2020 and march 2023, 220 participants who underwent c-section using 1-0 polyglactin vicryl controlled release (eth), were divided into two equal groups and received either continuous absorption threads using 0-vicryl (eth) for the conventional group (n=110) or barbed threads using 0-stratafix spiral pds plus (eth) for the barbed group (n=110). Reported complications are 0-stratafix spiral pds plus (eth) suspected infection (n=4) treatment not reported. Intrauterine hematoma (n=11) treatment not reported. Extrauterine hematoma (n=2) treatment not reported. Abnormal bleeding (n=2) treatment not reported. Uterine niches (n=32) treatment: not reported in conclusion, barbed sutures appear to effectively reduce c-section scar niches. Barbed sutures offer close adherence to the muscle layer and exhibit superior hemostatic capabilities. Their design ensures wound closure without undue tension and avoids suture failures stemming from absent knots thus making them suitable for organs with expansive tendencies.